Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. An attempt was made to deploy a 3.0 x 12 mm xience prime; however, the stent implant dislodged proximally onto the distal shaft of the catheter. The dislodged stent implant was removed with the stent delivery system. To complete the procedure, a non-abbott stent was implanted. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.